Manufacturer narrative:
(B)(4). D10: concomitant medical products: 00584200302 - tibial component - unknown. 00584201402 - femoral component - unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to progression of arthritis to multiple compartments. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. The reported event could not be confirmed as medical records were not provided. The device history records and sterile certifications could not be reviewed as the lot number associated with the reported event is unknown. Disease progression of osteoarthritis can continue in native bone structures as a patient continues to age. Other patient comorbidities, lifestyle, physical activities and some medications can increase the patient's risk for progressive osteoarthritis, with females having an inherent risk. Partial knee replacements are performed to decrease pain and increase flexibility, mobility and overall improve quality of life while being a less invasive approach. However, patients with disease progression of osteoarthritis in the affected joint develop knee pain and decrease in joint flexibility and as osteoarthritis progresses, a loss of cartilage in the previously unaffected area of the knee can deteriorate to a point in which the patient may be advised to convert to a full knee replacement to alleviate symptoms. The root cause was determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.